Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.